Event description:
Patient had strata mr valve. Valve was explanted after patient developed symptoms of shunt malfunction with insufficient drainage. Valve was set at lowest setting but still resulted in occlusion of insufficient drainage. Valve was explanted and replaced with an alternative shunt valve. Dates of use: (B)(6) 2016.